Event description:
Pieces of string from a laparostomy sponge fell into the surgical wound during an operation. The strings were successfully removed before the surgical wound was closed. The pt required no testing or extended care as a result of this event. To date, there have been no reports of infection or other event-related issues for the pt.

Manufacturer narrative:
(B)(4): medical action industries inc. Is submitting this report on behalf of meixin medical suzhou co. Ltd (MFR). Upon receipt of this complaint on (B)(6)2014, mai immediately opened complaint #(B)(4) and began the investigation. Mai did not receive a lot number or sample for this complaint; therefore, the investigation was limited to examination of samples from current inventory. These samples met all specs with no failures. Review of complaint history for this item over the last several years shows no past complaints for this issue. All team members responsible for this product line were notified of this complaint for awareness. Meixin medical, the MFR, has also been notified of this issue for awareness. Mai has entered this issue into our database and will continue to track for any related trends.